Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-15052. It was reported the patient experienced ineffective therapy. In turn, surgical intervention occurred wherein an additional scs system was implanted to address the issue.